Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have not been recovered. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor 04/10/2020, belt 08/14/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away at home while wearing the lifevest on (B)(6) 2021. It was reported that ems was called and performed resuscitation efforts. Review of the patient's download data indicates the patient received one inappropriate treatment in response to oversensing of low amplitude cardiac activity. At 20:56:51 on (B)(6) 2021 the patient was in sinus rhythm at 80 bpm, slowing to bradycardia at 30 bpm before degrading to asystole. The patient's rhythm transitioned from asystole to an idioventricular rhythm at 25 bpm at 20:58:03. The patient's rhythm then degraded to asystole with intermittent cardiac activity between 20:59:59 and 21:03:13. The patient received the inappropriate treatment at 22:38:23. The patient's rhythm at the time of treatment and post-shock rhythm were asystole. The patient was in asystole with intermittent cardiac activity and CPR/motion artifact between 22:38:54 and 22:50:57. The electrode belt was disconnected at 22:51:25. It was not reported who disconnected the electrode belt.